Manufacturer narrative:
(B)(4). Approximate age of device ¿ 37 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient experienced signs of lvad thrombosis. The patient's lvad system produced power elevations, and the patient's lactate dehydrogenase (ldh) level was between 600-700 u/l. The day prior to the pump exchange, the patient's ldh level was up to 2600 u/l. The patient had dark urine and increased fatigue. The patient underwent a pump exchange on (B)(6) 2016 due to suspected pump thrombus.

Manufacturer narrative:
The report of suspected thrombus was confirmed. Upon disassembly of the returned pump, examination of the blood tube/rotor inlet section revealed a large denatured thrombus ring adhered to the inlet bearing ball and inlet section of the rotor. A smaller ring was also found on the distal side of the inlet stator, adhered to the inlet bearing cup. The rings appeared to have evidence of laminated layering, which is an indication that they developed over an undetermined time while the pump was operating. The rings appeared to have areas that were of the same structure and color and were likely a single formation prior to disassembly of the pump. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The deposition was not adhered to any surface. The lack of laminated layering suggests that the deposition did not form at this location. Although its origin and duration of time for which it was present in the pump could not be conclusively determined, the deposition showed no denaturation, and the lack of circumferential contact marks on the outlet bearing cup, indicate that the deposition was not present for an extended period of time while the pump was operating. The thrombus formations could have contributed to the reported elevation in the patient¿s lactate dehydrogenase level. The thrombus formations could have also created additional resistance on the spinning rotor, potentially contributing to the report of pump power elevations. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. Device thrombosis and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.